Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the manufacturer representative mentioned "more por" that were not related to the original por reported in the call. The manufacturer representative did not mention how many por occurred, any patient information, or the time of the events. No symptoms or complications were reported.